Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 6.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error detected and low battery alert. The power management tool confirmed replace battery now alarm, power error detected and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.